Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of single point load cell module 1, likely attributed to a failed component. Additionally, the customer reported that the UDI label on the autopulse platform had worn off. This observation was confirmed during the visual inspection, which determined that the label degradation resulted from regular use and handling. To resolve the issue, the UDI label was replaced. A review of the archive data showed several ua07 messages around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters. The load cell was replaced to remedy the complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer also reported that the UDI label of the platform, almost completely worn off and mostly unreadable. No patient involvement.